Manufacturer narrative:
Follow-up #1 date of submission 08/11/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/13/2016 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination or damage to the button contacts was found. The complaint was not duplicated. Unrelated to the complaint, moisture was observed behind the display lens. A leak test was performed and failed due to battery compartment leaks caused by cracks in the battery compartment and the pump casing near the display. The pump case was removed, and moisture was found throughout the pump interior. The pump¿s audible tones were inoperable due to moisture. Additionally, the display screen was dim with discolored text.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.